Manufacturer narrative:
It was reported that the light head allegedly disconnected from the candanic arm. The device inspection and repair by stryker field service technician occurred at the customer site. The inspection showed that the bolts that hold the light components together were damaged and caused the separation. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the light head allegedly disconnected from the candanic arm. There was no patient involvement, injury or adverse consequence reported.